Manufacturer narrative:
Evaluation confirmed the tip broke off above the driver tangs. The driver material was verified and met the required specifications. Broken tips typically occur when the patient's knee is flexed or the angle of the knee is changed while the driver remains inside the joint. This event was attributed to misuse. Device involved had exceeded its useful life.

Event description:
Driver tip has broken off inside the screw in the patient. Surgeon did not retrieve the tip. No further consequences have been reported from this event. This device is used for treatment.